Event description:
Customer contacted beckman coulter inc. With an erroneously high troponin (accutni) result generated by the by the unicel dxi 800 access immunoassay system. The original result reported was 2.13 ng/ml and then it was repeated on another instrument and result obtained was 0.01 ng/ml. The erroneous result was reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was collected in a gold top tube. Qc performed prior to the erroneous result was within the customer's established ranges. A field service engineer (fse) was onsite (B)(4) 2009 and replaced the sample pipettor and performed carryover testing which passed. Hardware verification was also performed and met published specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.